Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd893172 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd)therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapy was discontinued. At the time of this report, the patient was recovering from the event of peritonitis. This is the same patient as (B)(6).